Event description:
While trying to advance the stent delivery system (sds) to the moderately tortuous and calcified circumflex lesion the stent failed to cross. While the sds was being removed from the patient's body the stent dislodged into the patient's periphery and ended up in the side branch of the profunda. The sds and guiding catheter were pulled out all together as one unit. No attempts were made to retrieve the dislodged stent from the patient's body. The patient is in stable condition.

Manufacturer narrative:
The cypher stent was unable to be delivered to the target lesion and during attempts to remove the sds the stent dislodged into the side branch of the profunda. There were no attempts to retrieve the device and the patient's condition is stable. The target lesion in the circumflex artery was noted to be moderately tortuous and calcified. The safety and effectiveness of the cypher stent has not been established in this type of lesion. The sds and guide catheter had been removed as a single unit according to the instructions for use. It is suggested that the sheath may have sheared the stent from the delivery system. Inspection of the sds revealed stents marks on the balloon suggestive of adequate stent crimping. No anomalies were noted. Manufacturing records revealed no patterns or events that may have caused or contributed to the reported failure. Based on the available information, there is no evidence to suggest that the event is manufacturing related. Vessel characteristics may have contributed to the dislodgement. A non sterile cypher sds rx was received coiled. The stent was not returned. The balloon was partially inflated and dried blood traces were observed. During microscopic examination stents marks on the balloon were observed. Manufacturing records for the lot involved were reviewed and results indicate that the product met quality requirements for product acceptance. The exact cause of the failure reported by the customer could not be determined. Actions have been initiated to address dislodgement issues on cypher products.